Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation procedure, the capture threshold had gotten worse. The right ventricular lead was repositioned, however, the pacing lead impedance measured above the upper limit. The issue could not be resolved even by exchanging psa cables. The lead was not used and another lead was implanted instead without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.